Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. A 3.0mmx30mmx143cm fg coyote (nc quantum apex) balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 2 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition.